Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: neu_ascenda_cath, explanted: (B)(6) 2016, product type: catheter. The deployment tool (B)(4) was returned for analysis. Analysis of the tool found that the handle had separated from the hypotube on the anchor deployment tool.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. The patient's medical history included chronic pain. During a catheter replacement surgery [see MFR. Report 3004209178-2016-13563] the anchor did not deploy properly. When the health care provider (hcp) tried to release the anchor on to the catheter, the anchor (tool) came apart in two separate pieces. It was clarified that the anchor itself was not broken in two pieces, just the device that deployed it. The anchor (tool) that came apart was not used. The anchor (tool) from the other catheter was used. The anchor was able to be deployed. The cause of the anchor deployment issue was unknown. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The anchor device was put back together. The issue was resolved. The patient's status was "alive - no injury" at the time of this report. It was noted that no surgical intervention occurred or was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.